Event description:
Pt underwent surgery to correct a painful bunion on the right foot. During surgery, the drill bit broke off inside the toe. It was not discovered until the central supply tech was cleaning the instruments and observed that the drill bit was broken, or staff and surgeon were notified. Pt was notified to return to the facility and upon x-ray exam, discovered that the drill bit was still in the right first metatarsal. Drill bit was left in the foot versus add'l surgery to remove it. Synthes mini fragment screw and fixator set used during a modified youngswick osteotomy to the right first metatarsal with internal fixation. 1.5 drill bit broke off during the surgery and was left inside the foot as it was discovered after the surgery was completed. Other screws implanted during the surgery were a 2.7mm x 20mm synthes screw and a 2.0mm x 18mm synthes screw.